Event description:
The customer's pump shutdown unexpectedly at 90% battery life and was no longer responding even if plugged into a power source. Reportedly, the issue impacted the customer's blood glucose (bg) level as she was unable to deliver a bolus for her meal. She had to resort to backup therapy to manage her bg level.

Manufacturer narrative:
The device has been received for eval; however, the eval is not yet complete. A supplemental report will be submitted upon completion of the eval.